Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been hospitalized in the ICU for high blood glucose. The day she was hospitalized she stated that she was having high blood glucose all day and she was treating with a manual injection. At the time of the event, her blood glucose was 660 mg/dl. She came to the ER on (B)(6) 2017 at 8:00 pm, with the blood glucose of 660 mg/dl and was admitted to the ICU because of diabetes ketoacidosis. While there, the customer was treated with an IV. She was wearing the pump at the time of the hospitalization but was disconnected once she was admitted. During troubleshooting for high blood glucose, the customer stated that the drive support cap appeared normal. While on the phone, she checked her blood glucose and stated that it was 257 mg/dl. She said that she does not have the set/reservoir that she was wearing at the time the high blood glucose event began. She declined to check for any site/insulin issues. She was assisted with performing the high-pressure test and the pump alarmed at 3.8 units. The customer was advised to change the infusion set, reservoir and insulin and to treat per her healthcare professional's recommendation. She was wary that insulin was not being delivered and she was advised to run insulin through the tubing to check. She confirmed that insulin did come through the cannula. The insulin pump will not be returning for analysis.